Event description:
Reporter stated that patient went to hosp due to high blood glucose (in the 300's [mg/dl]) and vomiting. Patient was unable to reduce blood glucose themselves, and ketones tested as "large." Patient was treated with IV insulin.